Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: continuous activation. Probable root cause: probe short, button stuck on firing position, fluid ingress; suction tube cut; button inadvertently pressed; damaged insulation; probe bender used to bend nonbendable probe; user accidentally submerges device, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle; console error; use error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
The product has been physically received at stryker endoscopy, USA and the investigation as follows was based on product received. Alleged failure: the device started up by itself and then stopped working. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes of the malfunction include a short circuit due to fluid ingress reaching the pcb or a broken/damaged bond in the suction tubing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device continuously activated.